Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387-40, lot# j0428156v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0437527v, implanted: (B)(6) 2004, product type: lead.

Event description:
The healthcare provider (hcp) reported that they wanted to do a MRI of the patient's head, since he was going to have additional leads placed in his brain. There was no issue with the system, they were doing this for additional therapy. The patient suffered from advanced parkinson's disease and his physicians determined that he would benefit from having two additional leads placed in his globus pallidus (gpi) to better manage his disease. He had bilateral subthalamic nucleus (stn) leads to manage his disease. The hcp's concern was that the patient's case <(>&<)> 0 combination was showing 3,658 ohms. The 0 contact had high impedance since initial implant and was purposefully placed deep and not used for therapy. No actions were taken to resolve the high impedance previously, because the contact was not required for therapeutic treatment and benefit. The hcp did not determine the cause, but suspected an issue with the 0 contact itself, since it did not resolve with subsequent battery change. However, the left extension, pocket adaptor, and lead were explanted in order to take the MRI. The left pocket adaptor, extension, and implantable neurostimulator (ins) connection were tested for the open circuit and it was determined that the pocket connection was not the source of the problem. The lead was then tested with a screening cable and an external neurostimulator (ens) and the 0 contact was broken. Troubleshooting and analysis occurred on (B)(6) 2016. A new 1 by 4 pocket adaptor was connected and implanted to accommodate the existing right brain lead. The open circuit was not impacting his therapeutic settings and there were no associated symptoms. The issue was considered resolved. The plan was to re-implant his left stn and add bilateral gpi placement. The patient's indications for use were parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.